Event description:
Related manufacturer reference number: 2017865-2019-12976.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient developed infection. The atrial and right ventricular leads were explanted. The patient was in a stable condition. Related manufacturer reference number: 2017865-2019-12538.